Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04june2019. A follow-up report will be submitted once the evaluation is complete.

Event description:
The customer reported a broken connection tube. The device was not in use at the time of the reported event, and there was no patient involvement.

Manufacturer narrative:
MFR received date: 17 sep 2019. The manufacturer¿s international service technician could not confirm the reported issue. The manufacturer¿s international service technician stated the ventilator was missing the patient mask and tubing, however no additional information was provided from the customer. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.